Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter: caelyx infusion started using alaris pump, writer noticed primary d5w line and bag filling with caelyx. Charge rn aware. Infusion paused, caelyx disconnected from primary line and reconnected. Attempted to infuse again, caelyx continued to back up into primary line and bag. Caelyx clamped, disconnected, and reconnected to new primary set. Infusion completed with no other issues.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported by customer that "caelyx continued to back up into primary line and bag" could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported while using bd alaris pump module smartsite infusion set there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter: caelyx infusion started using alaris pump, writer noticed primary d5w line and bag filling with caelyx. Charge rn aware. Infusion paused, caelyx disconnected from primary line and reconnected. Attempted to infuse again, caelyx continued to back up into primary line and bag. Caelyx clamped, disconnected, and reconnected to new primary set. Infusion completed with no other issues.